Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead impedance was decreasing. Today it was 334 ohms, six months ago is was 345 ohms and a year ago it was 455 ohms. The lead was capped and replaced. No patient complications have been reported as a result of this event.